Event description:
It was reported that the charger for the ilet required the user to reposition the connection repeatedly, with the device indicating a solid green light briefly before reverting to not charging, resulting in only about two hours of charge. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed a charger performance issue consistent with intermittent charging behavior attributed to the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger component.

Manufacturer narrative:
Initial.